Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Tandem technical support assisted the customer in updating to the correct time. The customer's blood glucose was 253 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.